Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be tendered.

Event description:
On 24 jan 2022: title: bearing separation from the lateral wall of the tibial component is a risk of anterior dislocation of the mobile-bearing in oxford unicompartmental knee arthroplasty. Authors: takafumi hiranaka, yoshihito suda, tomoyuki kamenaga, takaaki fujishiro, motoki koide, akira saitoh, atsuki tanaka, akihiko arimoto, koji okamoto. On 24-jan-2022, a journal article was retrieved from the journal of arthroplasty (2022) that reported a study from japan that looked at whether bearing separation from the lateral wall of the tibial component is a risk of anterior dislocation of the mobile-bearing in oxford unicompartmental knee arthroplasty. The study retrospectively analysed twelve-one dislocations in twelve patients which included the incidence of separation, the direction and the recurrence of the dislocations, and their causes. The study reported that five of the twelve patients had separation. Of the total of 21 dislocations, 11 occurred in cases of separation (52%). Seven out of 11 anterior dislocations were found to have separation, whereas nine out of 13 posterior dislocations occurred without separation (p = 0.0237). Three out of five patients with separation had a recurrence of dislocation, and eventually, two underwent revision to fixed-bearing uka. Case 9: it was reported that a (B)(6) female patient experienced three dislocations that all occurred while she was cycling: revised bearing to +0 thickness. Revised bearing to +1 thickness. Revision to fixed-bearing uka.

Manufacturer narrative:
(B)(4), this final report is being submitted to relay additional information. Complaint summary: product has not been returned for evaluation. The item and lot number have not been provided. X-rays or medical notes have not been provided. The investigation has been limited to the information provided. A historical search could not be performed as the item and lot number have not been provided. This device is used for treatment. Not enough information has been provided to determine if all implants are compatible. A DHR review or a review of recalls could not be performed as the item and lot number have not been provided. The likely condition of the device when it left zimmer biomet could not be determined as the item and lot number has not been provided. The root cause of the reported event cannot be determined with the information provided no corrective action required at this time as the root cause of the reported event has not been determined. H3 other text : item not returned.

Event description:
On 24 jan 2022, title: bearing separation from the lateral wall of the tibial component is a risk of anterior dislocation of the mobile-bearing in oxford unicompartmental knee arthroplasty. Authors: takafumi hiranaka, yoshihito suda, tomoyuki kamenaga, takaaki fujishiro, motoki koide, akira saitoh, atsuki tanaka, akihiko arimoto, koji okamoto on 24-jan-2022, a journal article was retrieved from the journal of arthroplasty (2022) that reported a study from japan that looked at whether bearing separation from the lateral wall of the tibial component is a risk of anterior dislocation of the mobile-bearing in oxford unicompartmental knee arthroplasty. The study retrospectively analysed twelve-one dislocations in twelve patients which included the incidence of separation, the direction and the recurrence of the dislocations, and their causes. The study reported that five of the twelve patients had separation. Of the total of 21 dislocations, 11 occurred in cases of separation (52%). Seven out of 11 anterior dislocations were found to have separation, whereas nine out of 13 posterior dislocations occurred without separation (p = 0.0237). Three out of five patients with separation had a recurrence of dislocation, and eventually, two underwent revision to fixed bearing uka. Case 9: it was reported that a 46-year-old female patient experienced three dislocations that all occurred while she was cycling: revised bearing to +0 thickness, revised bearing to +1 thickness.